Manufacturer narrative:
The stretcher was evaluated at the customer location. As a result of the impact from the crash, multiple observations of damage to the stretcher and fastener were found and it was recommended both the stretcher and fastener be removed from service.

Event description:
It was reported an ambulance was involved in a high speed head on collision while transporting a patient. Statements indicate the stretcher remained locked in the fastener during impact. The patient allegedly "moved upward" on the stretcher as a result of the shoulder restraints not being used during the transport. An allegation of patient injury has been made; however, details confirming patient injury have not been received. There has been no allegation of product malfunction being a factor in the reported incident and alleged injury. It has been recommended this stretcher and the associated fastener be removed from service.